Event description:
It was reported an issue with monosyn suture. The client reported that suture and needle detached. No additional information was provided.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one open and unused sample with needle detached from the thread (thread is still wound on the pack). Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective sample received showed the needle escaped from the thread. Final conclusion: taking into account that there are previous confirmed complaints of this code-batch regarding the same issue, we will consider this complaint as confirmed as well. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, a CAPA has been opened.